Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed in section is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an allergic skin reaction while wearing an adc freestyle libre sensor. It was further reported that on (B)(6) 2018 customer noticed ¿itching, redness and peeling skin¿ at the insertion site. Customer noted he had been experiencing allergic symptoms since (B)(6) 2017. He further reported that on (B)(6)2018 he had contact with a healthcare provider who prescribed diprosone 0.05% (betamethasone dipropionate, a corticosteroid) and was instructed to use the medication as needed. Event that occurred in (B)(6) 2018 will be reported under a separate vigilance report. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported experiencing an allergic skin reaction while wearing an adc freestyle libre sensor. It was further reported that on (B)(6) 2018 customer noticed ¿itching, redness and peeling skin¿ at the insertion site. Customer noted he had been experiencing allergic symptoms since (B)(6) 2017. He further reported that on (B)(6) 2018 he had contact with a healthcare provider who prescribed diprosone 0.05% (betamethasone dipropionate, a corticosteroid) and was instructed to use the medication as needed. Event that occurred in (B)(6) 2018 will be reported under a separate vigilance report. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Extended investigation has also been performed. Data was extracted using approved software and visual inspection was performed on all returned pucks, and no anomalies were found. A review was performed to check for potential issues relating to sterility or endotoxin levels, focusing on environmental monitoring data from third party manufacturers (tpms), final product bioburden and endotoxin levels, and sterilization dose audits. No adverse trends were identified, and no evidence was found to indicate that product manufactured during this period was subjected to any atypical conditions relating to sterility or endotoxin levels. The extended investigation showed all processes were effective and did not find any abnormalities with the units. The complaint is not confirmed.